Event description:
It was reported that during the implant the lead attempted had "poor sensing" and "high thresholds." There was "difficulty" in positioning of the lead also noted. The physician removed the lead and chose another lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found.